Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose levels were not impacted. Multiple infusion set site changes were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula. A test bolus was delivered successfully without any additional occlusion alarms occurring. Tandem technical support educated the customer in regards to various causes of occlusions.